Event description:
The patient had place bilateral breast implants in 1983. Over the last 7-1/2 years she has developed fatigue, pain in the trapezius, pectoralis and latissimus region and also pain in both breast. A bilateral capsulectomy along with removal of the implants was performed, on the left side the implant was very sticky and the gel appeared to have come through the shell. On the right side there was a distinct fold inferiorly and within this fold the implant was stickyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.